Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed and lec 41786 was displayed in the device information. There was no known cause of the reported issue. The error code was cleared, and no further action was taken.

Event description:
It was reported that "the device beeper gives error 41786." There was no patient involvement.